Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience hyperglycemia. The customer¿s blood glucose level was 200 mg/dl, 300 mg/dl and 400 mg/dl and they got basal rates adjusted and customer was fine. Customer did not have the information regarding the infusion sets or reservoir. Customer mention they had been getting no delivery alarms. Customer was reporting a past event. Customer reports alarm did not occur during manual prime. The device will not be returned for analysis.